Event description:
3/2005: the device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has failed functional testing due to the fact that the meter would not power on by pressing the exercise button due to an insufficient solder joint at ic7-pin 93. The ic7-pin 92 had an insufficient solder joint.